Event description:
The customer reported that there was a failure to alarm.

Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm. No pt harm was reported as a result of this incident and no additional pt treatment was warranted. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.